Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failure to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2026 during the procedure, the clip was difficult release from the catheter and remained attached to the guide. The procedure was completed with unknown device. The patient's condition at the conclusion of the procedure was reported to be unknown. No further information has been obtained despite good faith efforts.